Event description:
Reporter alleged discrepant back to back blood glucose results of 76 mg/dl versus 165 mg/dl when testing was performed 2 minutes apart. As a result of the comparison, no actions were taken or treatment reportedly rec'd. A request was made for the return of the suspect product and replacement product was sent.